Event description:
Further follow up recieved identified the ipg was explanted and replaced with different model which resolved the issue.

Manufacturer narrative:
(B)(4).correction/removal numbers: 1627487-07262012-002-r ; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable. The patient lost her charger antenna and did not charge the ipg for about 4 months. A sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.